Manufacturer narrative:
This is the fourth complaint for the finish goods lot; however, the second for this issue. The device history record (DHR) review shows the order was built and released per specification. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported experiencing several occurrences of cassette vacuum failure. The procedures were completed by replacing the cassette. There was no patient harm. Additional information and product samples have been requested.